Event description:
The customer reported that their AED will not power on battery fully depleted battery. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the battery pack had multiple service code warnings. The customer's failure to promptly address red asi warnings reduced the battery life expectancy. The customer was advised to remove the battery from service; it will not be returned for further evaluation. The customer was also advised to remove the AED for service due to multiple service code warnings and return to the manufacturer for further analysis. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Further investigation identified the cause as a shorted transistor. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50